Event description:
It was reported that while the surgeon pulled the button the thread fractured, causing the surgeon to not be able to use the product. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). G2: foreign: india. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h5, h6, h11 visual examination of the returned product identified that one blue/white suture was returned, and one white suture was returned with the button loop on the suture. The saddle of the blue/white sutures were not returned. There is a knot in the blue/white suture with another one started. Just below the fully tied knot shows the ends are frayed. Item and lot numbers are confirmed with the returned patient label. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A review of the complaint history identified additional similar complaints for the reported item, but no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The reported event is confirmed from the product return. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.